Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. On (B)(6) 2024, the cgm reading was 69 mg/dl and the bg reading was 42 mg/dl. The patient was feeling weak when she was about to go inside the car on a wheelchair. Her husband called 911. When the ambulance arrived, they treated the patient with IV fluids and glucose. They took a bg reading on a 10 minute transit to the hospital, the bg reading was 40 mg/dl and the cgm was below 70 mg/dl. Upon arrival to the hospital, the patient was already feeling good, and they took a bg reading which was 120 mg/dl and the cgm reading was below 70 mg/dl. She left the hospital minutes after the arrival as she was already feeling good. At the time of the report the patient was recovered. The reported glucose values fall within the b zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.